Event description:
It was reported that when attempting to close the panel access door of the walkaway instrument, the spring from the panel access door hinge was ejected and landed on the counter. The operator was wearing eye protection at the time and there were no reported injury due to this event.

Manufacturer narrative:
The field service engineer (fse) repaired the access door hinge component and verified that the service hatch door was fully functional. A field action msi 14-01 (FDA z-1990-2014) was issued on june 2014 for this type of failure. (B)(4).